Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when their device will not power on when prompted. The customer advised that the device attempts to power on, but continually reboots by itself during the self-test. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and found that integrated circuit , designator u8 is thermally sensitive and caused the device to reboot.

Event description:
The customer contacted physio-control to report that when their device will not power on when prompted. The customer advised that the device attempts to power on, but continually reboots by itself during the self-test. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.